Event description:
Physician assistant reports: neurosurgeon was inserting a microventricular bolt pressure/temperature monitoring kit on a critically ill head trauma child, the catheter became dislodged from the bolt and is lodged in the patient's brain. The catheter cannot be removed due to the patient's critical status. Currently an icp bolt and ventricular catheter is being used. Physician assistant reports the child may not survive due to the head trauma from the initial injury. It is unknown at this time what type of intervention will be required to remove the lodged catheter.